Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event their device powered off by itself twice.  Each time it had to be manually powered back on.  There was patient use associated with the reported event; however, the customer advised that there were no adverse effects to the patient as a result of the reported issue.   After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional information about the patient or the event.